Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during implant, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. The out of range impedances were observed through both the device and a pacing system analyzer. An attempt was made to reposition the lead but the helix would not extend and a conductor fracture was suspected due to a notable cracking noise. This ra lead was explanted and replaced prior to pocket closure. No adverse patient effects were reported.